Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100. Lot number - the correct lot number is 236511-03.

Event description:
An international customer reported a sterrad® chemical indicator strip did not change color correctly. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly. Asp will continue to follow up for additional information.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, retains analysis and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 08/26/2015 to 02/22/2016 and trending was not exceeded. Functionality testing was performed on thirty (30) ci strips from retains product and all 30 ci strips met specification for color change from sterrad processing. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® is unknown at this time. There is insufficient information to determine an assignable cause of the issue. Should additional information be received at a later date, the complaint will be re-opened for evaluation of the event. The issue will continue to be tracked and trended.